Event description:
Small bowel resection. Ralc45 dlu got into firing range without any problem and fired. Pc displayed "firing complete". There were malformed staples on both the proximal and distal side and a leak developed along the entire staple line. Another resection was performed and case was completed using another device without further incident.